Manufacturer narrative:
Additional devices listed in this report: cat # 5517f802, lot # ss6jy, description: triathlon p/a cr beaded #8r; cat # 5550-g-360, lot # a402, description: triathlon symmetric x3 patella; cat # 5520b800, lot # sk3cy, description: triathlon prim cem fxd bplt #8. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
An event regarding infection involving a triathlon knee system was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found no other similar events have been reported for the subject manufacturing lot or sterile lot. Conclusions: review of the event by stryker sterilization sciences concluded "based on the data reviewed, it has been determined that the introduction of the reported causative agent of the post-operation infection was not via the medical devices" the event could not be confirmed nor the root cause of the reported infection determined due to the minimal information received.

Event description:
Update as per sales rep: patient had revision surgery.

Event description:
It was reported that the patient has a (B)(6) infection that is not getting any better. The doctor is opting to remove all implants and put in a spacer using zimmer knee components. This is the patient's right knee.